Event description:
It was reported that a dissection occurred. The patient was diagnosed with coronary artery disease (cad). A percutaneous transluminal coronary angioplasty (ptca) was performed on a de novo target lesion, located in the left anterior descending artery (lad). A 38 x 2.75 promus premier select stent was advanced to the target lesion, the balloon was inflated at nominal pressure of 11 atmospheres, and the stent was deployed. Following deployment and while taking an orthogonal view of the deployed stent, a distal edge dissection was noted. Another promus premier select stent was deployed to cover the dissection and complete the procedure. No further patient complications were reported and the patient was reported to be stable at the end of the procedure.